Manufacturer narrative:
(B)(6) 2019 we were informed that noise and inappropriate shocks were documented on this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 we were informed that noise and inappropriate shocks were documented on this lead. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 24.5cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated damages at the proximal part of the available fragment. At the is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found severely deformed in this area. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to tensile forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was capped due to fracture. Due to patient condition, lead and device will not be replaced. Should additional information become available, this file will be updated.